Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient suffered serious and catastrophic bodily injuries, pain and suffering, general and special damages. No further information has been provided.